Manufacturer narrative:
Retrospective review of locking mechanism failures deemed this a reportable event. The investigation determined the most probable cause to be an excessive clearance between the inner diameter (bore) of the cam rod and it's mating post. An out of specification condition on either the case handle bore and/or the post could lead to a cascading affect where the tension on the cam rod significantly increases because of the reduced area of contact, as well as the increased tension required to overcome the devices shock cushion component. This in turn could result in a significantly reduced cam rod life. A recall has been initiated.

Event description:
Cam rod for short upper handle broken in half. Shock cushion is damaged.